Manufacturer narrative:
Updated d3 - manufacturing plant address. One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a downstream occlusion sensor. As a result, the downstream occlusion sensor and seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was experiencing issues with cassette loading recognition. The incident was discovered prior to patient involvement, in recovery room, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.